Manufacturer narrative:
(B)(4). Eval, results: (dissection).

Event description:
Three endeavor sprint rapid exchange (rx) drug eluting stents were implanted during index procedure; two in the mid rca and one in the proximal rca. It was reported that the second stent in the mid rca was implanted to treat a dissection after the stent implantation to cover the target lesion.